Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 3998, lot# v012935, implanted: (B)(6) 2007, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that the patient programmer was not turning the stimulation off for about six weeks prior to report. Basic functionality of the device was reviewed and the patient was able to turn stimulation off with the patient programmer. The patient reported that ¿sometime¿ the setting or numbers on the patient programmer screen ¿changed¿ and they did not know ¿how it changed.¿ the patient reported that ¿sometime¿ the patient programmer did not give an accurate reading on ¿how high it was turn up to¿ and ¿numbers of volts were not right all the time.¿ the patient could ¿feel in body that it must be high¿ because the patient ¿could feel the volts running.¿ the patient noted that ¿sometime vibration was high and the numbers were not even high.¿ the patient observed 5.00 at the date of report and it felt fine but ¿sometime it did not work like that.¿ the patient reported that the patient programmer did not shut the implantable neurostimulator (ins) off. The patient noted that ¿a few months ago¿ they had it set ¿150-160¿ and woke up in the middle of the night because ¿leg was bad.¿ the next day the leg was ¿real sore¿ because it was so high. The patient reported that it did not ¿hold¿ when it was set at ¿250-300¿ and when the patient would wake ¿it up to 5-6.¿ the patient did not know how it ¿goes up¿ overnight. The patient noted that they did not have a healthcare professional (hcp). It was further reported that the programmer would make ¿changes by itself¿ overnight. It was noted that ¿sometimes¿ it would increase two to three increments. It was also noted that the device would turn stimulation off at random and change settings at random as well. It was noted that the patient was in a wheelchair and the programmer was in their pocket. It was possibly making adjustments without the patient¿s knowledge. It was further reported that the digital board of the patient programmer was corroded. Additional information was requested but was not available at the date of this report.